Event description:
Embolization treatment of an avm with onyx. It was reported the patient bled 5 hours post onyx procedure and recovered. Subsequently, the patient expired due to massive cerebral bleeding from heart attack.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).